Event description:
The facility reported an infusion pump with depleted batteries. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient injury or medical intervention. No additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: the pump was evaluated on site. Inspection of the device revealed depleted/potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.